Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the mid-section of the stent were lifted from their crimped stent position. The undamaged section of the crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. After rotational atherectomy and plain old balloon angioplasty were performed, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the mid portion of the stent struts was lifted. The procedure was completed with a 3.0mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. After rotational atherectomy and plain old balloon angioplasty were performed, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the mid portion of the stent struts was lifted. The procedure was completed with a 3.0mm non-bsc stent. No patient complications were reported and the patient's status was good.